Event description:
The patient underwent a laparoscopic nissen fundoplication and repair of a hiatus hernia. During the suturing, the endoscopic needle broke off from the endo stitch. An abdominal film did not reveal the needle in the patient.